Event description:
It was further reported that the 3.5x28mm ion stent was compressed and moved, but stayed on the balloon.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
Same case as MFR report #: 2134265-2012-01677. It was reported that during a stent treatment procedure, removal difficulties and stent and balloon damage occurred. The procedure treated the target lesion located in the severely calcified and severely tortuous right coronary artery (rca). A 3.5x16mm ion was advanced and deployed in the mid rca without incident. Then the physician wanted to stent the lesion from the mid to proximal rca, and advanced 2 different 3.5x28 ion stents but neither crossed and were deformed while removing. The first 3.5x28mm ion stent advanced had the proximal edge of the balloon stripped. The distal tip was also stripped which caused the proximal portion of the stent to be compressed. The second 3.5x28mm ion stent advanced had a proximal strut lifted. A 3.5x16 promus element plus stent was used to successfully complete the case. The implanted 3.5x16mm ion was not affected. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus element/ion monorail stent delivery system with no other devices. There was contrast and blood in the wire lumen. The stent had moved on the balloon 11mm proximal of the distal markerband. The stent struts were bunched up and flared on the tightly folded balloon. Foreign matter fibers found entangled in the stent struts. Used an inflation device and inflated the balloon to nominal pressure (11atms) with no leaks/restrictions. There was distal tip damage. Magnified inspection presented no evidence of any product quality deficiencies contributing to the stent moved on balloon, stent and tip damage and the reported crossing difficulties and balloon torn longitudinally. A thorough analysis of the returned device could confirm the stent damage, stent moved on balloon and tip damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).